Event description:
It was reported to manufacturer by (B)(6), per dealer their customer (B)(6) were using a disposable sling in a bed to chair transfer when the sling ripped completely in half, dropping the patient to the floor. Per hospital, disposable sling was only one week old when this incident happened. Patient was ok, no injury, however, per the hospital "this was actually the 2nd incident of this kind." They stated that a week earlier , the exact same thing happened to another disposable sling and another patient, this time the patient was over the bed and again no injuries to report. (B)(6) is keeping the sling from the patient who hit the floor.